Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding genital and abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: medical records received new reporter information was added. Case become incident injury nos replaced with dysmenorrhea and menorrhagia. Medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.